Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had critical pump error alarm. The customer's blood glucose level was reported to be normal. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests or verify the critical pump error due to the blank display. The pump was also received with corrosion on the motor, force sensor, and battery tube. No moisture damage was found on the keypad assembly. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a missing display window cover, a pillowing keypad overlay, and minor scratches on the lcd window.